Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke during a case. The broken tip was retrieved from the patient and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: the tip reportedly snapped during use. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be blade comes contact with a hard object, excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend / break. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip broke during a case. The broken tip was retrieved from the patient and the procedure was completed successfully.